Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has blurry distance vision and sees shadows around letters and numbers. The consumer stated that he cannot see street signs, but after blinking a few times it gets a little better. He reported his near and intermediate vision are good. Colors are great and he has no problems seeing the computer. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Additional info was requested on 02/17/2012 and 03/05/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).